Event description:
It was reported patient presented in the emergency department with syncope. Remote transmission revealed there was double counting noted on the atrial lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.